Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, back pain, menorrhagia, allergy to metals, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received- event injury to herself updated with new events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, menorrhagia(heavy menstrual bleeding), nickel allergy, psychological injuries, vaginal discharge, vaginal infection, bladder disorder, urinary problems, fatigue and migraine were added. Reporter and patient demography added. Updated suspected drug indication. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.